Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 47 (BG) mg/dL. BG was addressed via consumption of carbohydrates. Tandem Technical Support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone SE 2nd Gen / 2.9.1 / iOS 26.1.